Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from high 200's mg/dl to the low 300's mg/dl and manual injections were administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusions.